Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while on vacation (from another country). The cause of the peritonitis was reported as due to ¿environmental factor¿, this could not be confirmed therefore, the cause of the event will be considered unknown. Three days after unreported symptoms of the event, the patient was diagnosed and hospitalized for the event. The same day, the patient was treated with unknown antibiotics for the event. The following day the patient was discharged from the hospital with oral ciprofloxacin hcl (500mg, 1 tablet per day) for the event. Five days later the patient returned home and presented to the local hospital where the ciproflaxin was discontinued and the patient subsequently began treatment with unknown intraperitoneal antibiotics, every two days. The patient was recovered from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available as the reporter declined to provide further information.